Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusion), h11. It was reported that during use, the cardiosave intra aortic balloon pump (iabp) had a high temperature alarm. The device was replaced and there were no injuries reported. There was no patient involvement. The getinge field service engineer (fse) replaced the drive manifold assembly (0104-00-0031). The fse performed all functional tests according to factory specifications and all test results were satisfactory. The unit was released to the customer.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is: (B)(6). Due to character limit in the e1 section, the full eevent site address is : (B)(6). Due to character limit in the e1 section the full event site telephone is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during use of cardiosave intra aortic balloon pump, there was a overheat temperature alarm. The device was replaced. There was no harm or injury reported.